Event description:
It has been reported that a revision surgery was performed due to osteolysis.

Manufacturer narrative:
The purpose of this investigation was to perform analysis of the retrieved profix oxinium femoral, non-porous tibial base and conforming tibial insert. Macroscopic photo analysis and scanning electron microscopy with energy dispersive x-ray analysis (semedxa) were performed on the retrieved implants. Bone cement was observed in the fixation area. Damage caused by instruments was observed in the fixation area and near the anterior periphery. The distal articular areas appeared to be in good condition with minor scratches. X-ray analysis of the scratches revealed the presence of fe and cr indicating that a stainless steel instrument came into contact with the femoral component. Damage and scratches were also observed on the posterior condyles. X-ray analysis of these areas revealed the presence of ti, al, and v indicating that the femoral component came into contact with the tibial base. Tibial base has scratches caused by instruments and/or third bodies were observed on proximal surfaces. No bone cement was observed in the fixation area. Burnishing and scratches due to micromotion was observed predominantly in the medial part of the fixation area indicating a degree of loosening of the base relative to the host bone. Upon visual examination of the profix conforming tibial insert, the product information imprints and wear features were not clear and circular marks were observed on the distal surface. The insert may have been autoclaved and does not represent the actual part as autoclaving causes changes to the polyethylene material. Abrasive wear and indentations were observed in the articulating areas. Burnishing was observed on the distal surface. Deformation that is typically seen in a fully locked insert was observed near the anterior locking mechanism. In conclusion, the tibial base showed signs of loosening in the fixation area. The presence of third body particles, likely bone cement generated from tibial base loosening, in the articulating areas caused the abrasive wear and indentations observed on the tibial insert.